Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported vessel not captured could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional proglide devices referenced in b5 are being filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that arteriotomy closure in the right common femoral artery was attempted with seven proglide devices related to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of two of the proglide devices (cuff miss). The sutures of five additional proglide devices were successfully deployed. Hemostasis was not achieved with the proglide sutures. Manual arterial compression was applied for 15 minutes and medication was given to reverse heparin effect. Hemostasis was thought to have been achieved. However, after 20 minutes the patient started bleeding again; therefore, cut down surgery was performed. During the cut down surgery it was noted that the sutures of the proglides were not deployed in the correct area and were in fatty tissue. Reportedly, the patient was larger patient and that along with the physicians technique (fairly new user) may have contributed to the event. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.